Manufacturer narrative:
H.6. Investigation summary: bd received 197 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for damaged product was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of damaged product was not observed. A visual inspection was completed on 197 returned samples with no issues being identified. The 100 retention samples were visually inspected with no damage to the inside of the tube being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged product based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h.10.

Event description:
It was reported by the customer that there's plastic embedded in bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. Verbatim: customer states plastic is embedded in the inner layer of the tube. Plastic interferes with the sysmex sample probe and causes aspiration error.